Event description:
It was reported that the patient presented for follow up in clinic with far r-wave oversensing exhibited by the implantable cardioverter defibrillator. The device was explanted and replaced. The patient was in stable condition.